Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0c6gu, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead.

Event description:
Patient had battery and lead replacement because the leads and everything had moved. Patient had replacement procedure on monday. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0c6gu, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the implant and leads moving was not determined. However, the issues were resolved and all leads were working with great results.